Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when performing the rv threshold test, the inscription above the "save" button on the bottom of the screen remained "atrial lead".

Event description:
Reportedly, when performing the rv threshold test, the inscription above the "save" button on the bottom of the screen remained "atrial lead".